Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed and was unable to recover. A field service engineer (fse) re-seated the row ribbon cables at the controller boards for drawers 1.1 and 1.2. The functionality was verified through diagnostic tests, confirming that the drawers were operating correctly. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 was failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no delay, no adverse events or injuries reported based on this event.